Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was unable to be interrogated during a device check. A magnet rate was obtained as a magnet was placed over the device. No reported signs of electromagnetic interference were in the room. No intervention reported.